Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that when proceeding from registration to verify registration the system displayed an error and rebooted itself. After logging back in the site was able to proceed normally. It was also reported that during the procedure the surgeon became inaccurate. They registered on the patient's bone and proceeded but then later experienced an inaccuracy again. There was a delay of about 35 minutes and no impact on patient outcome reported. Additional information was received. It was reported that the inaccuracy amount was about 1 cm.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4), a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system passed the system checkout and was found to be fully functional. A software analysis was completed. A crash was observed while invoking from the function initialize. The issue was consistent with a known software issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) further software analysis was initiated to determine the cause of the inaccuracy. The archive had 4 exams, among them 2 are CT and 2 are mr. One mr exam was loaded with the warning "not optimal for stealth" because slice spacing is greater than 2mm. All exams were included in the merge by taking CT-2 as the reference exam, and the merge looked good. There was no plan data, the site did touch and trace registration, collected 2 touch points and one of those was red. The site collected a good amount of trace points with an accuracy metric of 1.3mm with a yellow zone of accuracy. Few trace points were sunken into the skin, hence suggesting using a lighter touch while collecting trace points. Logs capture "receive coil noise" message multiple times, hence suspecting metal interference may have caused the issue. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.